Event description:
It was reported that the pt's blood glucose levels were erratic, and the pt's hcp wanted to replace the pt's pump.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. The pt is pregnant and has not met with her cde after she became pregnant and therefore, doesn't know if her settings were adjusted. No conclusions can be made at this time.